Event description:
It was rpeorted that during a gastric bypass procedure, during the initial firing, the device did cut, but no "b ' staples formed at all. Used another like device to complete the procedure. There was no pt consequence.